Event description:
It was reported that the (B)(4) adjustable band was removed due to a slippage. In addition, that there is a cover that has slipped off the tubing at the base of the band. This was how it presented when the capsule was removed. The removal and replacement of a new band without cover was performed on (B)(6) 2013. Procedure went well. The device was discarded.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information unavailable.